Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received staple line was incomplete at preantral part of stomach. The tissue was not too thick for the cartridge. The leak test was performed after the hand suturing.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device's distal staple line was incomplete and had a poor staple formation. When the blue cartridge was fired it only cut and did not staple the gastric tissue. The surgeon had to repair the tissue by hand suture. The misfired staple led to rent in stomach tube on second fire. The surgical time was extended 30 minutes or more due to the product problem. The event lead to extended hospitalization for 2 extra days and a medical or surgical intervention was needed if left unrepaired would lead to leak-sepsis and death. The patient is alive.